Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the sensor was reading 40 mg/dl but his actual blood glucose level was 400 mg/dl. The customer started to treat for the low blood glucose level that caused him to go up. The customer treated his blood glucose level with an insulin shot instead of a bolus. The device was not returned.